Event description:
It was reported that a pump located in the clean utility closet had something clear spilled on it. As result the handle of the pcu and release modules of the modules were sticky. Device was taken to biomed. This was observed during on site visit by bd representative. There was no patient involvement.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.